Event description:
Medtronic quick-set paradigm mmt-396 lot 8200968 malfunctioned by not infusing insulin causing a very high glucose reading. Frequency: continuous infusion. Route: sq. Dates of use: 2009. Diagnosis: iddm.